Manufacturer narrative:
One truepass suture passer w/self-capture feature was returned for evaluation. Visual examination of the device showed no damage. Device was tested with a truepass needle and ultrabraid suture. The needle picked up the suture on five consecutive passes. Reported complaint could not be confirmed or replicated. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported the during a rotator cuff procedure, the suture passer would not pass the suture. It was reported that the device would not pass during the first attempt, or on multiple occasions afterward. The surgeon opened a second needle as well with same results. The needle seemed to pass through the tissue, but would not transport the suture. There was no damage noted to the device. It was confirmed that no part of the device broke in the patient. The surgeon used competitors device, a expressew device, to complete the procedure with no other issues. There was 45 minute procedural delay. The patient was noted to be fine post operatively.